Manufacturer narrative:
Customer complained that jaws get stuck and have to use other tools to pry it open. Due to not received complained products, the manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The products released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A total of (B)(4) pcs precisor biopsy forceps have been sold in the past (B)(6) years. And we received 3 complaints for this lot number and failure mode. Therefore, the rate of occurrence of such failure modes is very low. The instructions for use (IFU) provides the user with information about the proper use of the medical device. The instrument shall be inspected and/or tested before use to ensure that the device operates as expected and to confirm that the specifications of the device are compatible with the endoscope. Open and close the jaws several times using the handle to confirm smooth movement. Do not use the forceps if it is damaged. The IFU advises the user that : when advancing forceps through endoscope, care should be taken that, if resistance is met, the endoscope tip should be repositioned to allow smooth passage of the biopsy forceps. Be certain that the forceps are in the closed position prior to advancing the forceps into the endoscope, and maintain this closed position while moving through the working channel of the endoscope. Do not force the forceps if they do not pass smoothly through the endoscope, as this may damage both the forceps and the instrument channel of the endoscope. Do not apply excessive force when opening and closing the forceps. When removing the forceps, with the jaws closed, slowly withdraw the forceps from the endoscope. Be sure to lower the scope elevator before withdrawing the forceps from the scope. Because we could not get the complaint products, based on the information received so far, we can't be able to make an accurate analysis and find the root cause for the time being. We will continue to pay attention to this issue , once we receive complaint products or more valid information, further analysis will be initiated.

Event description:
On (B)(6) 2019, we received a complaint from conmed, involving item #100503 precisor broncho disposable biopsy forceps alligator cup, lot m181220002. It was reported only the "jaws are getting stuck and they have had to use other tools to pry it open." Additional information obtained (B)(6) 2019 provided lot m181220002 and indicates that the issue occurred during a bronchoscopy on (B)(6) 2019. It was reported that the doctor had advanced the forceps out into the lung. They took a bite of tissue and when he was pulling the forceps back through the scope the forceps got stuck. They were able to remove the forceps, but once outside of the patient, the forceps were stuck closed. The doctor and nurse both tried to open the forceps. The doctor took a needle and forced the forceps open and retrieved the tissue. It was then noticed that there is sharp piece that is sticking out at the tip of the forceps. The procedure was successfully completed using another set of forceps with no impact or injury to the patient but with a delay, length unknown. No additional information was made available and the device is not available for return or evaluation.